Manufacturer narrative:
Reliability analysis evaluated (B)(4) opened/used reservoir and checked reservoir snap-cap width dimensions. Reservoir failed due to being under inspection. Reservoir failed per inspection, the reservoir was too loose to connect/release.

Event description:
The customer reported via phone call that she was changing the infusion set but when she attached the reservoir, it did not lock. The customer stated that she does not use a lot of insulin and it takes her two weeks to go through a reservoir. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.